Manufacturer narrative:
(B)(4) date sent 11/29/2023 d4 batch # unk h6: health effect ¿ clinical code gastrointestinal system (e10) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional event information received: the washer was broken. The green check mark was illuminated when the sales rep checked the device with own battery. The surgeon commented that the form of the staple was not unusual. The stapler was signia purple. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: are there any photos of donut and washers available? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during open anterior resection, the adjusting knob was rotated 2 revolutions and twisted the device to right and left for 90 degrees, but the device could not be removed like pulling the back wall of anastomosis site after firing. The surgeon sis the same thing again, but the back wall of anastomosis site damaged and torn. The permanent colostomy was performed to complete the case. The device was used on the rectum. The patient has edema due to the chemotherapy. Usually, the device would be fired at the middle part of the green range, but the device was fired when the indicator was higher than the middle of the green range. The assistant doctor was fired, but there was no unusual feeling. When the device was attempted to remove the device for the 1st time, the surgeon did add a revolution of rotating. It was not like the device was stuck to the anvil, but it was like the device dragging the membrane, so the surgeon worried that it may occurred because of the staple malformed. The patient is female, and 59 years old. Her height is 166cm, weight 56kg. She is still hospitalized. The patient was diagnosed as stage ivb uterine body cancer by diagnosed laparoscopy at the gynecology. 2 courses of tc therapy were performed but were ineffective, so the patient underwent radical resection. Diagnosed laparoscopy and image examination revealed rectal invasion of the primary tumor and disseminated lesions, and it was decided to perform open procedure. After the oral side sigmoid was cut in our department, the uterine and bilateral adnexectomy was performed at gynecology. Then, high anterior resection was performed, and dst anastomosis was performed at our department. Then the issue occurred. After the shaft was removed, the anastomosis site was re-cut. The splenic flexure mobilization was performed for re-anastomosis, but the tissue fibrosis and poor extensibility, no tension occurred to the left mesocolon due to the peritoneal dissemination, and it was difficult to anastomosis, so permanent colostomy was performed. The anastomosed site was cut by the stapler, and median incision layer was extended 5cm to the oral side, but it did not reach to the anastomosis, so the uniport permanent colostomy was performed at the sigmoid. The final histopathological diagnosis of uterine body cancer has not arrived yet. Probably, chemotherapy will be continued. There was no unusual feeling until the firing. It was inserted smoothly. The long membrane was hanging down on the ring, so there is a possibility that it was not cut perfectly by the cutter. The patient has diabetes and deep vein thrombosis. The patient has no allergy, and she is non-smoker. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 12/21/2023 d4: batch # 344c83 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 344c83, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 1/9/2024 additional information was requested, and the following was obtained: are there any photos of donut and washers available? =>yes. What were the indications for surgery? =>unknown. What surgical procedure was performed? =>open lar. Did the patient receive any preoperative chemotherapy or radiation?=>the patient received preoperative chemotherapy. Were there any issues experienced with the device in the initial surgical procedure? =>difficulty of removing the device. What healthcare professional fired the device and what is his/her experience with the device? =>unknown. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? =>the upper of the middle of gap setting scale. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? =>yes. Were there any issues with device use/firing? =>no. What confirmation was received that the device completed the firing sequence? =>the washer was cut. Was the green checkmark visible at the end of the firing? =>yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? =>two. Was there any difficulty removing the device? =>after the fire, open the anvil 2 times, and remove it by inverting 90 degrees to the right and left, but it does not come out as if the posterior wall of the anastomosis is being pulled in. After confirming that the anvil is open, dr repeated the same action again, but eventually the posterior wall of the anastomosis is damaged/ruptured was a complete transection of the white breakaway washer visually confirmed? =>yes. The washer was cut. Were the donuts inspected? If so, please describe. =>yes. Were there any issues noted with staple formation? If so, please describe the shape and location. => no."